Manufacturer narrative:
Model: 5076-52, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), non-sustained noise and high impedance. A lead fracture is suspected. Diagnostic testing/troubleshooting was performed and the lead remains in use. No patient complications have been reported as a result of this event.